Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient underwent a total shoulder arthroplasty on an unknown date. A revision procedure has been indicated for an unknown reason; however, no revision has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a total shoulder arthroplasty on an unknown date. A revision procedure has been indicated for an unknown reason; however, no revision has been reported to date.additional information received from the surgeon stated that the purpose of the revision procedure on (B)(6), 2015 was not due to implant failure. No further information is available.